Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented after having a syncopal episode. Once in the emergency department the patient experienced an asystolic event. The right ventricular (rv) lead exhibited no capture, high and unstable thresholds. The lead was initially reprogrammed then later capped and replaced. No further patient complications have been reported as a result of this event.